Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in pacing threshold and pacing impedance were noted. The pacing output was reprogrammed and the patient is in stable condition.

Event description:
It was reported that the rv lead was capped and replaced. The patient was stable and there were no adverse consequences.